Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 42 mg/dl at the time of the incident and went into a seizure. The customer suffered broken ribs due to having CPR performed by their husband until paramedics arrived. The customer stated that the doctor changed the settings on their insulin pump so the device delivers more insulin to the customer at night. The customer also miscalculated their carb intake which caused the low blood glucose levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the display window corners, cracked display window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched display window.